Event description:
It was reported that the system would arc and shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and re-greased and the high voltage tank was replaced during the service call. The system was tested and found to be working as intended and put back into service.